Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implant was not in the same position as it was when it was implanted and that it moved up or down. The patient noticed the movement sometime in (B)(6) of 2016. There were no patient symptoms reported.

Event description:
Additional information received from the patient reported that they had a fall and since the fall they have not been able to charge. The patient indicated that she fell and hit her back in the area where the stimulator was located and for the last 2 or 3 days actually like the last 3. She stated she got 8 boxes then it went go down to nothing and then it would come up again. It was noted that the fall was in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.